Manufacturer narrative:
Patient initials: (B)(6). Other: UDI number: the UDI codes apply only for us device codes; ous codes do not fall under the UDI regulation. Therefore no UDI is required. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported (B)(4) clinical study patient ID (B)(6) was implanted with prodisc-c large 5mm at level c5-c6 on (B)(4)2007. There were no intraoperative complications. The patient was discharged with (B)(6) 2007 and the patient did not complete the study. Patient was lost to follow-up and was last seen (B)(6) 2010. Prodisc-c was explanted on (B)(6) 2009 and underwent conversion to acdf. The following complications were noted: -date reported (B)(6) 2009: neuro-deterioration: abnormal sensory noted on month 18 exam. Possible relationship to cervical pain. Cervical pain: outpatient epidural c6-c7, 2 day pain relief. -date reported(B)(6) 2009: neuro-deterioration: abnormal sensory noted on month 24 exam. Possible relationship to increased neck pain with pain radiating into right trapezius and right arm. -date reported (B)(6) 2009: increased neck pain with pain radiating into the right trapezius and right arm. Lower endplate of prosthesis had no bony ingrowth making it loose. Patient underwent explantation of the c5-c6 prodisc-c with conversion to acdf on (B)(6) 2009 and anterior interbody fusion of the adjacent level c6-7. This report is for the adverse event: date reported (B)(6) 2009: increased neck pain with pain radiating into the right trapezius and right arm. Lower endplate of prosthesis had no bony ingrowth making it loose. Patient underwent explantation of the c5-c6 prodisc-c with conversion to acdf on (B)(6) 2009 and anterior interbody fusion of the adjacent level c6-7. Likelihood: anticipated; severity: severe/life-treatening. Implant involvement: lower endplate of prosthesis had no bony ingrowth making it loose. Course of action: patient underwent explantation of the c5-c6 prodisc-c with conversion to acdf on (B)(6) 2009 and anterior interbody fusion of the adjacent level c6-7; related to surgery: definitely not; related to implant: definitely not; current state of event: ongoing, patient instructed to return 2 weeks post-op for evaluation. This is report 3 of 3 for (B)(4).